Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold and was dislodged. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was capped. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.